Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: rejuvenate modular neck 30mm v40, cat # nls-300000b, lot # 35368002; description: delta v-40 ceramic head 28/0, cat # 6570-0-128, lot # 37385802; description: restoration (tm) adm. Cup w/ha, cat # 1235-2-501, lot # g3035019; description: restoration adm x3 ins 28/50, cat # 1236-2-850, lot # 35039601. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient received a letter from her surgeon earlier this year. The patient states that she began having a sharp shooting pain that runs between the right knee and the outside of her hip in (B)(6) 2012. The pain occurs when she walks and puts weight on the leg. The pain can last from a few minutes to a few hours. She occasionally has swelling in the same area. She states that according to her doctor it appears that the stem may have moved inside the bone. She took blood test and is scheduled for an MRI. She will have a follow-up visit once all test results are received.